Manufacturer narrative:
Intuitive surgical inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The clockspring assembly will be replaced as a fix. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci-assisted total benign hysterectomy procedure, the site expierenced an error 319. After performing multiple power cycles the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) for troubleshooting assistance. A review of the system logs showed reoccurring 319 faults reported by arm1 indicating acm, acs and acc nodes were not reporting. The fault could not be recovered. The customer selected to bring in another patient side cart (psc) to complete the da vinci procedure. The procedure was completed successfully with no patient harm. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the universal surgical manipulator (usm) to resolve the issue.